Event description:
It was reported that the brake would not function due to the brake tip breaking off from the device. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.